Manufacturer narrative:
The limited investigation was based on the description of event only as no further information nor a log file nor affected parts were made available on request. There was no draeger service involved. As per description in the user facility report to the national authority, there was a ventilation fail with alarm, reportedly the failure message "abnormal equipment" was displayed. The manufacturer concludes, based on the limited information provided and the fact that the reported device/failure message does not exist, i.e. Is not specified (whether could it be displayed on the device nor could this phrase been logged in internal files of the device) a further analysis or investigation of the event is not possible. The fact that the device displayed an error message and stopped ventilation is not necessarily related to a technical error condition with the device itself. For example, it would be imaginable that the alarm message "breath. Circuit incorrect!" Was posted. The user has to pre-select that either mask ventilation (for which a leakage valve has to be used) or invasive ventilation will be performed. The aforementioned alarm message which will be generated if the device detects a breathing/tube system which does not comply with the setting for the ventilation method or a leakage valve was missing or blocked. This alarm-message, it´s cause and remedy is described in the instructions for use (IFU). A wrong or incomplete breathing/tube system or blocked leakage valve will be identified and indicated during device check (according IFU) prior use on a patient. Finally it can be concluded that the device detected, alarmed and displayed an irregular ventilation condition. H3 other text : device not available for investigation.

Event description:
It was reported that during use on a patient the device alarmed and stopped ventilation. There was no patient injury or serious health impairment reported.